Manufacturer narrative:
Evaluation of the suspect AED determined that the pads could not be properly seated within the patient connector receptacle due to a bent prong inside the receptacle. As a result, the pads could not be connected to the unit, and the AED would not have been able to function during a rescue attempt. The investigation concluded that the damage to the connector was consistent with customer misuse and inadequate maintenance of the device.

Event description:
A customer reported that the AED pads were not recognized by the device. Upon further inspection, they noted that the pads would not seat firmly within the connector port. They reported this did not occur during patient use.